Event description:
The customer reported via phone call that the insulin pump experienced keypad issues. The customer explained that when he programmed his blood glucose, his blood glucose kept flashing, and he was unable to proceed. The customer stated, the act button was not responding when attempting to deliver a bolus. The customer's blood glucose was unknown. While troubleshooting, the customer explained that sweat from his skin was exposed to the insulin pump. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump also had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a scratched reservoir tube window.